Manufacturer narrative:
(B)(4). The customer reported that while patient was in a sitting position the sheath introducer was removed and resulted in an air embolism. The IFU cautions the user to place the patient in supine position before attempting removal of the sheath and states to keep the hemostasis valve occluded at all times. The air embolism was caused by the sheath removal while the patient was in an incorrect position. A device history record review based on sales history did not reveal any manufacturing related issues. Therefore, use error caused or contributed to this complaint. An in-service was requested for this issue.

Manufacturer narrative:
(B)(4). Information was received via medwatch report, u/f number (B)(4). No sample is expected to be returned for evaluation.

Event description:
It was reported that the patient underwent coronary artery bypass grafting (CABG). The patient's surgery and immediate post-op recovery were without complication. The swan line was removed overnight. The introducer sheath was left in place in case of the need for central line access. On post-operative day one, the patient was sitting up in the chair when the nurse removed the catheter. While she held pressure, the patient complained of chest pain and became unresponsive. He developed profound shock, suffered a myocardial infarction and required intubation. The patient exhibited signs of neurologic decline. An echocardiogram showed small amounts of air that was consistent with what would be seen after cardiac surgery. However, it is suspected that an air embolism, caused by the removal of the internal jugular catheter while sitting upright, was the cause for the decline in this patient's condition. It was noted the patient should have been in a supine position while the catheter was removed.